Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 20-aug-2018 with the following findings: a leak was found in the display lens seal. All keys were unresponsive due to internal moisture ingress. Moisture was on the keypad and internal printed circuit board components.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive with moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.